Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified large volume elastomeric pump underinfused during infusion. This issue was described as, ¿the pump did not run empty despite correct filling and correct running time¿. It contained 5-fluorouracil and 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.